Manufacturer narrative:
Product testing could not be performed since as of to date, the product has not been received for evaluation. Per information provided the lens remains implanted. However, a video was provided by surgeon that shows the intraocular lens implantation process. It can be seen the use of a tool to manipulate the lens in the optic area while it unfolds. A mark that appears to be scratch was observed in the optic zone of the lens. It cannot be ruled out that it has been caused by this handling. The reported issue was verified; however, since the lens and the device are not available for a thoroughly evaluation, the complaint issue reported could not be determined to be related to manufacturing process and/or surgical process. Product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a scratch on the optic of an implanted intraocular lens (iol). The issue was noticed at the time of irrigation/aspiration (I/a) after the lens was implanted. The procedure was completed. There was no problem with the patient¿s visual acuity at the post-op evaluation the following day and no specific complaint was reported by the patient. There was no patient injury reported and the lens remains implanted as of to date. No further information was provided.